Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump black box showed one loss of prime warning associated with low non-zero force. During testing, the pump exercised for 24 hours without loss of prime warnings occurring. The force sensor calibration was tested and confirmed that the pump was detecting force within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting loss of prime warnings after the patient was outside playing. Animas attempted to follow up with the reporter regarding the issue but was unsuccessful at this time. This complaint is being reported because the reported issue was not able to have troubleshooting conducted to determine if the issue could be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.